Event description:
Two caregivers (coaches) were trying to move a patient up on the bed by using the maxi move, a sling and a sliding sheet. The coaches raised the patient up on the maxi move. While over the bed, they proceeded to pull on the patient from the head and shoulders while the patient was suspended in the air, causing the lift to tip sideways slightly. The lift did not tip completely because the bed frame structure prevented it. The patient was lowered then. The patient sustained no injury. Caregivers sustained injuries. Please refer MFR report # 9681684-2013-00081.